Event description:
It was reported that while in the cardiothoracic theatre, the pt was on the table and "a possibility of intra aortic balloon pump (iabp) insertion existed." A spring wire guide (swg), not from arrow insertion kit, was inserted via the femoral artery. The doctor then attempted to advance the iab over the swg, but it could not pass over the wire. As a result, the swg and iab were then removed. A new iab was then inserted successfully with the correct guidewire from arrow insertion kit. No pt complications occurred. The original swg used during failed, first attempt, was discarded by the staff. We do not know the size of the swg that the surgeon used during first insertion attempt.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.